Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer¿s blood glucose level was 22 mg/dl and up to 600 mg/dl which was treated with 4 apple juices for low blood glucose. The customer also stated that they did not allege insulin pump was over delivering. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was neither in emergency room nor admitted into hospital. Customer stated that auto mode was automatically delivering insulin at the time of low blood glucose event. Customer was uses auto mode. The insulin pump will not be returned for analysis.